Event description:
It has been reported to philips that the system did not trigger fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment of coronary diagnosis was performed when the issue happened, and procedure was completed as planned by restarting the system. A philips field service engineer (fse) examined the system on-site and confirmed that system failed to trigger fluoroscopy intermittently. After reviewing the log file, fse found multiple instances of voltage drops. On onsite troubleshooting fse found the root cause was suspected to be an unstable power line (electricity dip or poor mains quality) or a generator error. A fluke power logger was procured to track the ups output, and it found that the air conditioning in the ups room was not operating correctly, resulting in elevated temperatures, multiple voltage dips below 380v were observe. To resolve the problem, the system continued to be monitored until a comprehensive mains quality log was compiled. After which, system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information the procedure completed by same allura system. The procedure was completed as planned by restarting the device. If a loss of live image occurs during a procedure, a restart warm or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.